Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on april 26, 2022, and h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information previously alleged cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit passed final test. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.